Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized in intensive care unit due to high blood glucose and dka. Customer's blood glucose reading at the time of the emergency room visit was over 448 mg/dl. Customer stated that she was vomiting prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.